Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing came off at the quick release. The site location was her abdomen. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Upon investigation performed on the returned used device (1 used set), it was found that the tubing was detached from the tubing connector (missing glue) and also a drop of glue on the tubing connector was found. No further information available.